Event description:
It was reported that patient returned to the or on (B)(6) 2013 for revision due to non-union. During surgery, the plate was found to be broken. The broken plate was not visible in x-ray. Surgeon removed a 6 hole plate and replaced it with a 9 hole plate. Original date of implant is unknown. This report is for 4 unknown cortex screws. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.